Manufacturer narrative:
(B)(4).

Event description:
It was reported that a day after implant procedure, decreased sensitivity was observed. Patient was asymptomatic prior and during procedure. The lead was repositioned. The patient was fine in the recovery room.